Event description:
The manufacturer received information alleging a bipap a30 ventilator inoperative error code occurred indicating a defective electrically erasable programmable read-only memory (eeprom) component. There was no harm or injury reported. The device has not yet been returned to the 3rd-party service center. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The device was evaluated by a third-party service center. Evaluation indicated that due to the ventilator inoperative error code reported, the electrically erasable programmable read-only memory (eeprom) was defective and required replacement of the printed circuit assembly. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.